Event description:
It was reported that balloon rupture occurred. The target lesion was mildly tortuous and mildly to moderately calcified. A 12.0 x 40, 75cm mustang was selected for fistula angioplasty. However, the balloon ruptured during first inflation at nominal pressure. The device was removed, and the procedure was completed using an alternate device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was received for product analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A longitudinal tear was identified in the balloon material. The tear measured 24mm in length and extended from a position 4mm proximal of the proximal markerband to 13mm distal of the proximal markerband. A visual and tactile examination found no kinks or damage to the shaft and tip of the device. Both markerbands were undamaged and present on the shaft of the device. This concludes the product analysis.

Event description:
It was reported that balloon rupture occurred. The target lesion was mildly tortuous and mildly to moderately calcified. A 12.0 x 40, 75cm mustang was selected for fistula angioplasty. However, the balloon ruptured during first inflation at nominal pressure. The device was removed, and the procedure was completed using an alternate device. No patient complications were reported.